Manufacturer narrative:
Additional information h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate than programmed (over infusion) during therapy. The unspecified medication was programmed at a rate of 5ml and the nurse stopped the infusion as the medication went down 3/4 part of the bag. This occurred in the medicine 3 department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.